Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h6. The device was not returned to olympus for inspection, therefore, the reportable malfunction was not confirmed. Based on the results of the investigation a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic inguinal hernia procedures, users have expressed ongoing dissatisfaction with the performance of the high flow insufflation unit (uhi) since a software update was performed. Specifically, the flow and pressure output were perceived as insufficient. Despite these concerns, the intended procedures were completed using the same device, with no error messages generated and no delays reported. There were no reports of patient harm.